Event description:
During an acl procedure two screws were broke when dr was inserting them in awkward position while using his left hand. Third screw, which was inserted using right hand was inserted successfully. All pieces were retrieved. No injury.